Event description:
My name is (B)(6) and I am a general surgeon at (B)(6) and I wanted to reach out about a product used in our intensive care unit that several of my partners have experienced complications with. The product is the intellicuff (B)(6), which is used as a continuous monitoring and adjustment device for cuff pressures in tracheostomies . I am part of a team which performs tracheostomies in ventilator dependent patients, and we have seen an increase in respiratory failure and ventilator dependence due to our covid surge . Typically if a patient can't be weaned from the ventilator after 3-4 weeks, our team is consulted for tracheostomy placement. I believe I am personally aware of about ten incidents in which immediately after a tracheostomy the patient required emergent intervention because of leaking from around the tracheostomy cuff leading to inadequate ventilation and oxygenation. Yesterday a patient of mine experienced a cardiac arrest several hours after I placed a tracheostomy . And I believe this was from a cuff leak leading to hypoxia. The common denominator in all of these events seems to be the use of the intellicuff by our respiratory therapy department. My belief is that the device keeps the cuff pressures too low, or doesn't adequately perform the adjustments it's manufactured to do. In our covid population, airway pressures are very high and usually a constant high cuff pressure is necessary to keep ventilated gases within the respiratory tree . I believe the intellicuff somehow isn't able to adapt to this high pressure environment. Leading to leaking problems. Perhaps there is a user error component originating from our respiratory therapists , but even in this case, it may point to a device which is too complicated to use safely. FDA safety report ID# (B)(4).

Manufacturer narrative:
Hamilton medical ag received a report relating to an event occurring on (B)(6) 2021 in (B)(6) hospital, USA involving the intellicuff stand alone-serial nr:(B)(6). Physician stated that the patient was hypoxic with stated notable cuff leak. Patient did go into cardiac arrest. In this incident, device was used with a non-hamilton ventilator. When used with a non-hamilton medical ag ventilator, intellicuff adjusts the cuff pressure to values set on the device. During the event intellicuff pressure setting was 40 cm h2o. In the operator`s manual, it is recommended that the cuff pressure (default 25 cmh2o) should be kept below 30 cmh2o for adult/paediatric endotracheal tubes (et), and below 20 cmh2o for neonatal et tubes. Also, it is recommended that for pressure settings above 30 cmh2o, the user should consider using a larger et tube. After the event, the device was placed on et cuff and was functioning appropriately. After our awareness, the device was pulled for inspection but not received yet. Hamilton medical made reasonable effort to obtain additional information about the event. We were not provided sufficient information regarding to the event by the md, on the grounds that data is private and cannot be disclosed. This intellicuff device is a medical device intended for use by qualified, trained personnel under the direction of a licensed physician and within the limits of its stated technical specifications. We assume that intellicuff was used wrongly in this case. We planned a training for the ICU staff. Due to covid cases, they declined in person follow training at this time and requested online training resources. They have been able to provide follow up education to all rt staff members as of friday, (B)(6) 2022. We were told that the md's are too busy to attend a scheduled training session. Hamilton medical inc. Cas is advised to follow up with the medical doctor directly.

Event description:
My name is (B)(6) and I am a general surgeon at (b}(6) and I wanted to reach out about a product used in our intensive care unit that several of my partners have experienced complications with. The product is the intellicuff(B)(6), which is used as a continuous monitoring and adjustment device for cuff pressures in tracheostomies . I am part of a team which performs tracheostomies in ventilator dependent patients, and we have seen an increase in respiratory failure and ventilator dependence due to our covid surge . Typically if a patient can't be weaned from the ventilator after 3-4 weeks, our team is consulted for tracheostomy placement. I believe I am personally aware of about ten incidents in which immediately after a tracheostomy the patient required emergent intervention because of leaking from around the tracheostomy cuff leading to inadequate ventilation and oxygenation. Yesterday a patient of mine experienced a cardiac arrest several hours after I placed a tracheostomy . And I believe this was from a cuff leak leading to hypoxia. The common denominator in all of these events seems to be the use of the intellicuff by our respiratory therapy department. My belief is that the device keeps the cuff pressures too low, or doesn't adequately perform the adjustments it's manufactured to do. In our covid population, airway pressures are very high and usually a constant high cuff pressure is necessary to keep ventilated gases within the respiratory tree . I believe the intellicuff somehow isn't able to adapt to this high pressure environment. Leading to leaking problems. Perhaps there is a user error component originating from our respiratory therapists , but even in this case, it may point to a device which is too complicated to use safely. FDA safety report ID# (B)(4).